Event description:
It was reported that the wheels under the head that loads the unit to the power load system broke off. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
Model and serial number have been updated as well as updated codes after evaluation of device.

Event description:
It was reported that the wheels under the head that loads the unit to the power load system broke off. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.